Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that 2 sensors did not work. . The patient¿s blood glucose level was unknown at the time of the incident. There was no signal. The transmitter charged and was working. They removed the sensors and observed that cannula was not visible. The products are not expected to be returned for analysis.